Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient did not experience peritonitis. The patient visited the reporting hospital and stayed overnight at the hospital as a precaution. The following day the patient was discharged with no issues. H10: based on additional information received, the unknown pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.